Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and tightened connections. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the screen flickers and the system reboots itself. No pt injury was reported.